Event description:
It was reported that there was a lens damage. Through follow-up it was learned that the preloaded lens was wrinkled inside the injector and it was noticed when they put the sodium hyaluronate; there was no contact with patient's eye and device is not available for investigation as it has been discarded. It was confirmed that the patient was not affected by this event. No further information provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no further information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.